Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2024. Revised on (B)(6) 2024 due to infection. Washout performed and the liner replaced with another of the same size. Australia-c24-288.